Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice (hc) machine during drain 2 of 3. The home patient (hp) was connected and the cause of the alarm was undetermined. The caller called the registered nurse (rn). Proper procedures per the user manual were reviewed with the caller. Upon follow-up with the caregiver (cg) on (B)(6) 2010, it was found the hp started over with new supplies, discarding the setup. The lot number was h10e01062 and a companion sample was available and requested. There was no patient injury or medical intervention related to the incident.

Manufacturer narrative:
(B)(4). The device was discarded. A companion sample was available and requested. A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed in the lab. The results of a sample evaluation revealed no manufacturer problems or alarms received. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).